Manufacturer narrative:
(B)(4).

Event description:
The pt had high impedances on the 0-7 side. During the revision surgery the pt continued to have greater than 3,600 ohms on electrodes 0-7 combinations but 309 ohms for group impedance. Electrodes 8-15 all had normal impedances. Additional info has been requested.